Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation, a visual damage was observed in the dilator's tip. It feels like it was lifted. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted which required the removal of the accessory to inspect the sheath and dilator separately. An analysis of the returned sheath and its native dilator was able to confirm the damage at the distal tip of the dilator and based on the findings of the access point in the valve hub from the proximal end of the sheath, the damage occurred from a previous insertion of the dilator into the sheath. A foreign material was also found loose inside the valve hub and identified as the same material as the dilator by the analytical lab, indicating it fragmented from the dilator. Inspection of the access point at the proximal end of the shaft found excess adhesive present on the inner rim of the shaft which would have occluded and contributed to the damages on the dilator tip.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation, a visual damage was observed in the dilator's tip. It feels like it was lifted. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.